Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was taken to the hospital after collapsing due to hypoglycemia. The device result taken prior to the event was unknown. Upon arrival at the hospital, the patient's blood glucose result was 3.1 mmol/l on the hospital meter. Fifteen minutes later, the blood glucose result on the patient's mobile meter was 30.1 mmol/l. Around 15 minutes later, the blood glucose result on the hospital meter was 3.7 mmol/l. The patient was put on a "drip". The type of treatment given was unknown. The patient was in the hospital for three hours. The test strip lot number was not provided. The test strips were discarded; therefore, no product could be requested to be returned for product evaluation.